Event description:
It was reported the patient had a suspected stroke. A post-operative CT scan showed bleeding at the tip of the patient¿s right lead. Hospitalization was required. The patient¿s healthcare professional (hcp) stated the patient was recovering, they were doing well, and they were not suffering from any deficit. The hcp anticipated the patient would undergo the stage two implant in the next week or two.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).